Event description:
Consumer complaint of low blood glucose results. Performed blood test at time of call - 160 mg/dl. Results in memory as follows: (B)(6) at 6:30 a: 74 mg/dl; (B)(6) at 6:25 a: 80 mg/dl; (B)(6) at 4:24 p: 64 mg/dl; (B)(6) at 4:23 p: 67 mg/dl; (B)(6) at 6:33 a: 75 mg/dl; (B)(6) at 4:28 p: 78 mg/dl. Caller states his glucose is normally 120 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).